Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak in the reservoir caused by a hole. The component was removed and replaced with a new one. There were no patient complications reported.